Manufacturer narrative:
Based on the claim against the product by the customer noting arm 4 was moving opposite, an investigation is in progress to determine the cause of this reported event. An intuitive surgical inc. (Isi) field service engineer contacted the clinical sales representative and verified that system has been used since the incident and the reported issue was user induced. Issues did not occur again since customer was retrained. System is operating normally. The issue was addressed with phone support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, arm 4 movements are opposite. The live logs weren¿t available at the time of the call. Prior to calling in the customer had reseated the instrument and power cycled the system and arm 4 movement was still backwards. The site only needed 3 arms, so the technical support engineer (tse) had the site swap camera into arm 2 and use arm 1 and 3 for instruments. The site pulled arm 4 out of the way and used remaining three arms. The site continued to complete the procedure as planned with no reported patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the intuitive rep was not present, and the staff informed the issue was a surgeon error. Staff does not know what happened, but the arm is working fine now.